Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated. Technical services (ts) discussed possible causes and recommended disabling magnet feature only if stuck magnet reed switch is confirmed. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.